Event description:
Nickel diagnostic biopsy markers placed in right breast during MRI guided biopsies. Two diagnostic biopsy markers placed in (B)(6) right breast at (B)(6), (B)(6) 2010. One diagnostic marker placed in (B)(6) right breast in (B)(6) 2010 at (B)(6). The biopsy markers were (B)(4). (B)(6) informed surgeons and staff about her allergy to metals and expressed repeatedly she did not want them. Dr's have not released info to me since (B)(6) is deceased.